Manufacturer narrative:
The investigation for the reported vessel damage has been completed. The device was not returned for evaluation. Clinical data revealed the use of multiple dilation and shockwave devices to access arteries. However, initial delivery attempts failed on both arteries due to extensive calcification, and vascular damage was identified in the right femoral artery. The cause of the vascular damage issue was patient condition related to calcified vessel condition.

Event description:
The user facility reported a 76-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The device was inserted via the femoral artery. Both iliofemoral anatomy/limbs were evaluated for the access as there was peripheral artery disease and calcification. The insertion did cause/contribute to a vessel perforation that was treated by covered stenting. After stenting the pump would not deliver and, as such, the case was aborted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿